Event description:
It was reported that the user transitioned from u-100 to u-200 insulin, performed a fast restart, and subsequently perceived increased insulin use while experiencing elevated blood glucose; the agent explained that the pump would relearn dosing with the new insulin, and the user reported a high glucose that decreased to 359 and was trending down after a supply change. Symptoms included hyperglycemia. Outcomes included no hospitalization and self-monitoring with plans to consult a healthcare provider about insulin use. Investigation included customer counseling and troubleshooting focused on system relearning after insulin concentration change. Investigation of this case revealed no device malfunction; the event was consistent with expected behavior during post-restart adaptation and potential infusion or supply-related factors given improvement after a supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with therapy adaptation following an insulin concentration change and user management factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.